Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.

Event description:
New information received notes that the patient 's device was shown to be reconnected to the application.